Event description:
Pt's oxygen saturation noted to be in 80's with a peak pressure drop. Arterial blood gases drawn--inline suction catheter replaced per nurse. Saline port cap leaking air per physician.